Manufacturer narrative:
(B)(4). One used forcefx-8c generator was returned for evaluation. The reported condition was duplicated. The investigation found that power applied to the mono 2 port was also measured at the mono 1 port. The investigation isolated the failure to a steering relay on the psrf board that was shorted, however, the root cause could not be determined. The hv steering relay was replaced. Following the repair, the unit was tested and was found to function normally and within specification.

Event description:
The customer reported high output.